Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 334 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had missing lcd display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing o-ring in the reservoir compartment, cracked case at the reservoir tube window, and missing end cap sticker.